Manufacturer narrative:
H.6. Investigation summary: neither photo nor sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Batch is unknown. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see section h.10

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4)FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one unspecified bd¿ device has been found bent and experiencing difficulty pushing the pen during use. The following has been provided by the initial reporter: patient also reported having a hard time pushing the pen as needle was bent.

Event description:
It has been reported that one unspecified bd¿ device has been found bent and experiencing difficulty pushing the pen during use. The following has been provided by the initial reporter: patient also reported having a hard time pushing the pen as needle was bent.